Manufacturer narrative:
The proresults plaque control brush head brush head is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned. Complaint received from (B)(6).

Event description:
Consumer called stating that bristles came off the pro results plaque control brush head while they were brushing.